Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was unable to be verified in the alarm history due to history file being overwritten. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator, battery tube and keypad assembly during visual inspection. The insulin pimp was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call motor error alarm, moisture damage and motor position encoder error alarm. Customer's blood glucose level was 296 mg/dl. Troubleshooting for moisture damage was performed. Customer advised their lcd display screen was wet inside and the reservoir was empty. Customer believed the insulin from the reservoir must have leaked out onto the display screen. Troubleshooting for motor error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.